Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stylet could not be removed from io hub after insertion. The patient is deceased.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. The lot passed all acceptance criteria and there were no findings which would have caused or contributed to the reported event. The needle set is not available for investigation purposes and will not be returned to teleflex. Root cause cannot be determined. The complaint cannot be confirmed. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature. No corrective/preventative actions will be assigned. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. Based on a review of manufacturing records, there is no evidence which suggests a manufacturing or device deficiency. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The stylet could not be removed from io hub after insertion. The patient is deceased.